Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of induration, heat, and edema are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of induration, heat, and edema as follows: undesirable effects "the patient must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching or pain on pressure or both, occurring after the injection. These reactions may last for a week. Induration or nodules at the injection site."

Event description:
Healthcare professional reported patient was injected to the perioral region with juvederm ultra as well as concomitant injection with juvederm volift with lidocaine and juvederm volbella with lidocaine. Three months later patient developed induration, heat, and edema in all treated regions. Patient was prescribed cipro, antihistamine, corticoid, and was injected with hialuronidase. Symptoms have improved but are ongoing.